Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's father stated that the disconnection occurred only last night, and that the patient was sleeping on his side where the transmitter was inserted. Dexcom representative educated patient's father on what can affect the device's transmission/range. No additional patient or event information is available.